Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report that her son underwent surgical removal of a detached sensor wire on (B)(6) 2015. Patient's mother stated that upon insertion of a new sensor, and after the two hour warm-up period, the receiver displayed a sensor failure error message. It was reported that the patient experienced pain during insertion and for the duration of the two-hour warm-up period. The patient's parents contacted dexcom ts and were advised to remove the sensor pod and begin a new session. The parents removed the sensor as advised; however, the sensor wire could not be located. Dexcom ts was again contacted and the parents were told that the sensor wire could be in the patient's body. The parents took the patient to the emergency room where an x-ray confirmed a twisted wire located in the patient's back. A small incision was made to remove the wire, but was unsuccessful. A mobile x-ray was brought in to see the wire more clearly; however, after another hour of digging the patient was referred to a surgical specialist. The patient was transferred to a different room and after forty minutes the wire was able to be removed. The patient received five stitches. At the time of contact, no additional event or patient information was available.

Manufacturer narrative:
(B)(4).